Manufacturer narrative:
Batch review performed on 12 june 2020 lot 155808: (B)(4) items manufactured and released on 04-feb-2016. Expiration date: 2021-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon informed me that the patient was a very flexible, previously dysplastic anatomy who experienced ongoing pain and limping. The acetabular component may have been causing psoas irritation. The surgeon explanted the cup (2 years and 3 months after primary surgery) and continued to ream the acetabulum deeper, replacing with a g7 dual mobility cup with acetabular screws. Also the head has been revised.